Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The malfunction code was resettable, and technical support assisted the caller in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.